Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing intra-operatively, the nurse tested the device but the device bounced off without clamping. It was stated that the clip was tested and was possible to load properly but upon preparation, the device was impossible to load. Another device was used. There was no patient injury.